Event description:
It was reported that st segment elevation and arrhythmia occurred. A left atrial appendage (laa) closure procedure was being performed. Trans-septal crossing was performed and a watchman fxd curve access system (was) was inserted. Upon crossing the septum with the was, the patient experienced st segment elevation and an arrhythmia. Defibrillation and heart catheterization were performed. The patient resumed sinus rhythm. No cause for the st segment elevation and arrhythmia was discovered. The watchman procedure was aborted and the patient will be discharged as expected.